Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported one months after the dental implant was installed in intraoral region #4, it was verified its loss of osseointegration; 40 ncm of primary stability was achieved and immediate load was not performed. Pt had low bone quality (bone type iii). The pt presented infection.